Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2010. Revision surgery was performed on (B)(6) 2012 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This is 1 of 3 MDR reports filed on the same event. ((B)(4)).